Manufacturer narrative:
Previous driveline replacement was captured in MFR #2916596-2019-00284. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that device alarmed for driveline communication fault since 3:27am on (B)(6) 2019. They repaired patient¿s driveline from previous splicing. It was recommended to change patient the modular cable. The event log still captured communication fault b after modular cable and controller change. The driveline was evaluated where a yellow wire was found detached from crimp, red wire was detached from crimp. Yellow and red wires were criped with new crimps and connections were verified. Communication fault cleared. A tear in green wire crimp insulation was found and was crimped with new crimp. All connections were verified and were secure. The secured driveline repair was wrapped with kapton and rescue tape. No alarms were observed post repair. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted images and the returned wire crimps confirmed an issue that would have contributed to the report of the yellow and red wires being completely or partially detached from their wire crimps at the site of the previous driveline repair. This evaluation also confirmed the report of damage to the green wire crimp insulation. These findings could have contributed to the reported driveline communication fault, which was confirmed through the evaluation of the submitted log files. The controller event log file prior to the controller and modular cable exchange captured a driveline communication fault associated with the comm b line starting on (B)(6) 2019 at 03:21:26 am, which persisted through the remainder of the data. The controller event log file following the controller and modular cable exchange also captured a driveline communication fault associated with the comm b line starting on (B)(6) 2019 at 01:10:16 pm, immediately following connection of the driveline. Despite these findings, the pump appeared to have functioned as intended at the set speed during the driveline communication fault alarms. Technical services performed a driveline evaluation and repair on (B)(6) 2019. It was communicated that the yellow wire was detached from the crimp and the red wire was nearly detached from the crimp. It was also noted that there was a tear in the green wire crimp insulation. Evaluation of the submitted images confirmed the reported wire crimp issues at the previous driveline repair site (previous driveline repair was reported in MFR #2916596-2019-00284). Three crimps from the green, yellow, and red wires of the previous driveline repair were returned for evaluation. Visual inspection of the yellow wire crimp revealed that the wire was missing from one end of the crimp insulation, and visual inspection of the red wire crimp also revealed that the wire was missing from one end of the crimp insulation. Removal of the insulation surrounding the wire crimps revealed that wire conductors were present in the sides of the crimp where the wires appeared missing. This suggests that the yellow and red wires fractured at the end of the wire crimps. The frayed edges of the conductors suggest that the wires fractured as a result of fatigue failure due to repetitive flexing. Further, visual inspection of the green wire crimp revealed that one end of the crimp insulation was fractured and not returned, which appears consistent with the report of a tear in the green wire crimp insulation. The yellow wire represents the comm b line in the driveline, the red wire represents the power b line in the driveline, and the green wire represents the comm a line in the driveline. If the yellow wire was detached from its crimp during support, it could have contributed to the reported driveline communication fault, which was confirmed through the evaluation of the submitted log files. In addition, if the red wire fully detached from its crimp during support, it could have resulted in driveline power fault events. Heartmate 3 lvas IFU, section 6 entitled ¿patient care and management¿ contains a subsection on ¿caring for the driveline¿, which outlines indications of driveline wear and fatigue, as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ also contains a subsection on ¿what not to do: driveline and cables¿. Section 7 further explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 4 entitled ¿living with the heartmate 3¿ contains a subsection on ¿caring for the driveline¿, which outlines indications of driveline wear and fatigue, as well as how to respond to such events. Section 5 entitled ¿alarms and troubleshooting¿ also contains a subsection on ¿what not to do: driveline and cables¿. Section 5 further explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on the event.